Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl and the cause was not known. Multiple boluses were delivered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support recommended the customer discuss the high bg event with a healthcare provider.